Event description:
During an incident on an unk date involving a pt being monitored, this defibrillator would not monitor continuously for more than 2-3 minutes and it was difficult to get a pulse. The battery was changed and the unit still would not function. They did not have to shock the pt. The pt was transported to a hospital.